Event description:
The secure flow balloon infuser failed to completely deliver the full dose of medication within the designed time. It was to run for 46 hours and completely deliver the dose. Pt returned in 48 hours with approximately 32.8 ml remaining in the balloon.